Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp.(omsc) but was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the test, the testing indicated no microbial growth for the instrument channel, the air water channel and the distal end. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed that during surveillance culturing test by the facility, the subject device tested positive for pseudomonas aeruginosa as follows; instrument channel: >300cfu/20ml; air/water channel: 7cfu/20ml; auxiliary channel: 20cfu/20ml; lens: 4cfu/20ml. In the culturing test, test result indicated no microbial growth for the distal end and the valve of the subject device the facility did not provide other detailed information such as the reprocessing method, but there was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code" and "PMA/510(k) number".